Event description:
It was reported that the ilet user received an unable to proceed alert during a supply change after attempting to force the connector and cartridge into the pump, resulting in failure to lock the connector into place. After guidance to use a new connector and perform the supply change properly, the user successfully completed the procedure. No reported symptoms or adverse clinical effects. Outcomes included no impact beyond the temporary interruption of use. Investigation included troubleshooting and user education on correct infusion set and connector attachment. Investigation of this case revealed user handling error resulting in improper connector engagement, consistent with incorrect deployment or attachment of the infusion set and connector. It was concluded, based on previously established findings for similar reports, that user error during setup was the most likely cause.